Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient was examined by an ortho specialist that found a class 1 crowding with staining on all teeth. Recommended treatment is complete ortho treatment with braces once clearance is done. Patient also reported that their aligners were cutting their mouth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.